Event description:
Consumer states the meter is not accurate. Testing compared with old meter and the readings are far off. Analysis run on clark error grid using competitive reading (124) as ref. Point vs. Bd readings (503) yielded data points in the c range of the grid, outside acceptable limits.